Event description:
International affiliate reports: occurred after implantation and required the revision of valve. Stepping motor or other system in the valve housing came off. The actual sample was not returned for evaluation. The date of aware was february 2004.